Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3008352382-2023-00305 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) had origin labels missing from the bottle. The following information was received from the initial reporter. Distributor reported dressing damage. Reason is the origin labels on the bottle is missing or damaged.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k222591. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) had origin labels missing from the bottle. The following information was received from the initial reporter. Distributor reported dressing damage. Reason is the origin labels on the bottle is missing or damaged.